Event description:
Description from reporter: patient returned vial to customer as the vial would not reconstitute. Patient stated "1 vial would not mix." Follow up information states, "13 feb 2024 - market surveillance called edward, sample is available. He indicated customer did not miss dose. Device was not transferring as needed."

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. This report is being submitted upon identification of the reporting gap and confirmation of reportability. The physical sample was collected from the market and sent to curia labs for further evaluation. One baxject iii device was received at curia in an activated condition and luer port blue cap was attached rotated 90 degrees counterclockwise. Curia lab observed between 2 ml and 3 ml in the diluent vial. Observed only dry product in the product vial. At curia, video microscope examination of the device revealed that the diluent spike penetrated its rubber stopper, lumen opening was visible. The diluent vial was bottomed-out when observed through the diluent sleeve. Due to product coating on the product vial walls, unable to clearly see and confirm product spike penetration of its rubber stopper. Trigger skirt was observed as uneven trigger skirt through product (lyo) sleeve of windows around the circumference of the lyo sleeve. Trigger fingers #1 and #2 were not in alignment with respective notches. Trigger finger # 3 piercing the aluminum crimp on diluent vial. Also observed damage to the trigger finger shoulder regions, diluent vial crimp, and product vial crimp. Sample exhibits "trigger finger pre-released." During the manufacture of fuv advate lot taa22031a, assembled with baxjectiii device sublot tatz031ca, there were no nonconformities, failures or deviations documented in the batch record which could have contributed to the reported problem. A review of the batch records associated with the manufacture of lot tatz031ca was performed. It was found to have been inspected, assembled and packaged per required procedures and per cgmp and met all acceptance criteria. A review of the container closure integrity test (ccit) inspection report found that total vials tested met acceptance criteria and did not exceed the total reject limit for no vacuum vials. The vaporized hydrogen peroxide (vhp) cycle was reviewed and determined to have met specification limits with no issues that could have contributed to the complaint. Sample evaluation indicates that a pre-released trigger finger could be the cause of this complaint upon following the sample analysis protocol. As the completed device investigation could not rule out manufacturing as a root cause, complaint is confirmed. Root cause due to supplier issue. Corrective actions implemented by supplier and takeda CAPA pr 3951218. A review of the monthly report (feb 2024) for advate bj3 was also performed relative to the subcategory "incomplete diluent transfer". The complaint rate for 2024 is approximately (B)(4).